Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and made a grinding noise. The customer observed the issue while she was changing her infusion set. The customer's blood glucose was 275 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Customer was advised that the possible cause of the alarm was that, during seating, the force sensor may not have detected the reservoir. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.